Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2010, navilyst complaint report was reviewed for the product family of xcela PICC and the failure mode of "peelable sheath failure." No adverse trends were identified. As the device from the reported incident was discarded by the end user, no evaluation was possible and the definitive root cause of the event is unable to be determined. Navilyst medical has made our supplier, (B)(4) aware of this incident through a scar. Navilyst medical's process controls for the incoming inspection of this device include the following: visual aql inspection to verify that kinked or crimped tubing is not present, verify that no irregular taper of the tubing exists, verify that the hub does not contain any splits, cracks, deformation, or other obvious defects, verify that the peelable sheath is intact with no splits, cracks, or other obvious defects, and verify sheath properly breaks at hub and separates into two complete pieces when wings are pulled apart. In addition to the visual inspections, various dimensional inspections are required as well. At this time, navilyst medical has deemed these process controls adequate to detect this failure mode. (B)(4).

Event description:
As reported by rn at end user hospital, when she "went to peel the introducer, the flanges on the introducer broke off leaving the rest of the introducer partially in the body." She was able to finish peeling the introducer and remove it with no complications resulting to the patient. The introducer is packaged with, and was being used to place a 5f PICC device. The used introducer was discarded by the hospital.